Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced an infection located at the ipg site. As a result, the patient was prescribed antibiotics for 10 days.

Event description:
Follow-up information revealed that the patient¿s ipg was explanted on (B)(6) 2018. Patient is doing well and patient is clear of infection.